Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was toning every four hours, and they had been feeling dizzy/lightheaded and short of breath more than usual. Upon review bradycardia was noted with a right ventricular (rv) lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and high-rate non-sustained episodes. Additionally, high undefined right ventricular (rv) lead pacing impedance and intermittent loss of rv lead capture were noted. A rv lead fracture was confirmed. The device was reprogrammed until replacement. During the extraction procedure the rv lead broke off and only a portion of the lead was able to be removed and replaced. It was also noted that during the extraction procedure the right atrial (ra) lead dislodged. The ra lead was also removed and replaced. No further patient complications have been reported as a result of this event.